Manufacturer narrative:
H.6. Investigation: bd received 20 insyte autoguard blood control units from lot: 9127887 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed a v-shaped cut on the catheter tubing near the tip. There was no physical/mechanical damage observed to the remaining units. Based off the visual inspection the engineer was able to verify the reported defect. A v-shaped cut was usually indicative of a needle piercing through the catheter tubing. However, the since the unit was received outside of its original packaging the engineer was unable to determine a definitive cause for the damage. H3 other text : see h.10.

Event description:
It was reported that the catheter shears while advancing into vein with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 2 separate occasions with same patient. The following information was provided by the company reporter: it was reported that the catheter sheath shears and bends up off the needle while advancing into the vein. The following information was provided by the initial reporter: shears & bends up off needle when advancing into vein, tip in tack. Stopped pulled out and do again.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter shears while advancing into vein with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 2 separate occasions with same patient. The following information was provided by the company reporter: it was reported that the catheter sheath shears and bends up off the needle while advancing into the vein. The following information was provided by the initial reporter: shears & bends up off needle when advancing into vein, tip in tack. Stopped pulled out and do again.